Event description:
A user facility medwatch was received by ballard medical products. Based on the info supplied in the medwatch, this occurrence is consistent with past occurrences where the user disregarded the directions for use. The user has cut the catheter end off in the process of sizing the endotracheal tube while the catheter was not fully retracted.